Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in the clinic, post-paced t wave oversensing was observed. Device reprogramming was recommended to resolve the event. The patient was stable throughout the event.